Event description:
It was reported that the minicap was cracked. The leakage was not observed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 3 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents was conducted for potentially associated lot number ps42s4 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4)and cmplnt-(B)(4).